Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves. The ventilator reportedly failed internal leakage test during pre-use check due to a faulty expiratory cassette. The expiratory cassette is a measuring device only. A known good expiratory cassette was installed to continue testing. The ventilator passed pre-check several times and ran without alarm or error code notifications. The logs were reviewed by the user facility for error codes and there were none. However, it was noted that the last time the unit passed a pre-use check was on march 8, 2023. Pre-use check is supposed to be completed before the ventilator is put on a patient. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
An FDA medwatch report with ref #0505900000-2023-8003 was received stating that: servo v9/788670 continuous high pressure alarm was going off. Pt. Was not in sync with the ventilator. Adequate tidal volume was not being delivered due to high pressures. Removed pt. From ventilator and began bagging pt. Had another rt run a calibration on ventilator to check to make sure it was working correctly. Could not get the ventilator to pass the internal leak test. Switched ventilators due to possible defect. Biomed contacted for evaluation of ventilator. Biomed is aware, the ventilator is removed and isolated form use. (B)(6) 2023: service technician discovered internal leakage during the pre-use check due to a faulty cassette. No good cassettes available to continue testing. (B)(6) 2023: staff provided a good cassette to continue testing. System passed pre-check several times and the ventilator ran without alarm or error code notifications. Reviewed logs for error codes and there were none. However, it was noted that the last time the unit passed a pre-use check was on (B)(6) 2023. Pre-use check is supposed to be completed before the ventilator is put on a patient.